Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The customer contacted the product support engineer (pse) and discussed troubleshooting per the manual. The pse performed troubleshooting and confirmed the reported issue. The pse recommended that the central processing unit (cpu) board be replaced or the buzzer. The pse provided the customer with a quote for repair action; however, the customer declined repairs. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If part is returned, the complaint will be reopened and an investigation will be performed. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit logged an error 1102 (primary alarm failed). There was no patient involvement at the time the issue was discovered.